Event description:
This event involved a patient who experienced power source change in the controller earlier than expected ten months after heartware lvad implantation. The batteries were removed from the patient and replaced. There were no injures associated with this event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the batteries revealed that (B)(4) failed to meet specifications. This battery failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical factors that could have contributed to this event. The most likely root cause of the power switching event is a faulty cell. An internal investigation (CAPA) has been opened to address the issue. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of four reports (3007042319-2014-00195, 3007042319-2015-01313, 3007042319-2015-01314 and 3007042319-2015-01315) submitted for devices related to the same event.